Event description:
It was observed during device evaluation that the ultrasonic gastrovideoscope exhibited damage to the ultrasonic probe. The acoustic lens was damaged, chipping noted in the adhesive area between the acoustic lens and the ultrasound probe. The acoustic lens was found to be detached. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.